Manufacturer narrative:
Additional information section d9 - device available for evaluation? Yes. Returned to manufacturer on: 16-jun-2023, section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient, who was fitted bilaterally with synergy lenses a few months prior, complained about waxy vision and dissatisfaction with the visual impression. A lens exchange was performed and a symfony optiblue dxw150 with the identical power was implanted in the right eye. The explant went according to plan with no complications. The patient is reported as fully recovered. Account indicated that there are no plans to explant the lens in the left eye. There is no further information available.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available section b3 - date of event: unknown/not provided, as information was requested but not provided. The best estimate date is in between 18 nov 2021 and 13 apr 2023. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted